Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 90% to 19% suddenly after being connected to a power source. Customer reported blood glucose level was 240 (mg/dl). A bolus via the pump was administered. Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also stated manual injection supplies were available.